Event description:
During service the unit runs on internal power, but when external power is applied, it shuts down with inop alarm. Power mosfet q4 that handles external power has failed, creating a low resistance path to ground. This causes a ps fail condition which shuts down the vent. Replaced the power board to correct the problem.